Event description:
Doctor reported patient was unstable in office. Left knee revised due to instability.

Manufacturer narrative:
The following devices were also listed in this report: triathlon #3 cr insert 11mm; cat# 5530-p-311; lo# ly246. Triathlon cr fem comp #4 r-cem; cat# 5510-f-402, lot# l6tpi. Triathlon asym patella a32x10; cat# 5551-l-320, lot# lx865. At the present time, it cannot be determined which, if any of these devices may have caused or contributed to the reported event. An evaluation of the reported devices cannot be performed as the devices were discarded at the hospital and not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.